Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent catheter broke. While advancing a 2.5x12mm taxus express2 drug eluting stent toward an unspecified vessel, the distal part of the stent catheter broke inside of the guiding catheter. There were no patient complications. The procedure was completed with another device of the same type and size.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.